Event description:
It was reported that during device interrogation, noise episodes and high capture threshold were observed on the right ventricular lead. Lead fracture was suspected, but it could not be confirmed under fluoroscopy. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before and after the procedure.